Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (suspend) issue. The reporter stated that the patient had a blood glucose (bg) of 500mg/dl without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient admitted to multiple suspends/resumes. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in the patient having multiple suspends/resumes with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (use error in the patient having multiple suspends/resumes with the pump).

Manufacturer narrative:
Follow-up #1: date of submission 18/28/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/08/2015 with the following findings: the pump history verifies the pump was suspended. Daily insulin delivery totals appear inconsistent due to time/date issue. The pump was exercised for 24 hours without suspending or any alarms occurring. The pump was suspended; the pump gave the appropriate audio and visual suspend alert. No damage found to the keypad. All buttons respond to presses appropriately. The pump passed delivery accuracy test and found delivering within required specifications. Battery cap unavailable for testing; test cap used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.